Event description:
It was reported that during a farapulse procedure, a versacross connect for faradrive was selected for use. Upon opening package, it was noted that the dilator tip had a crack prior to inserting into the sheath. Dilator was not pre shaped and it was not removed from the package in a harsh manner. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.